Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified left main artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured and the shaft was separated in two pieces 80 centimeters from the hub. The device was removed by snaring and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified left main artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured and the shaft was separated in two pieces 80 centimeters from the hub. The device was removed by snaring and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of the quantum maverick balloon catheter. The device was visually and microscopically examined. There were numerous kinks in the hypotube. There was separation of the hypotube at 76.4cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and blood present in the guidewire lumen. The balloon was tightly folded, and the tip of the device was damaged. The distal portion of the device was soaked in a water bath to break up contrast in the device and was then connected to a touhy and prepped with an inflation device filled with water to inflate the device to the rated burst. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues.